Event description:
Medtronic received a report that the stent tip could not be opened and is shaped like a fish mouth. It still could not be opened after being retrieved once. The deploy distance of the tip was long enough. The stent tip still could not be expanded after being pulled out of the body. There was failure to open in the distal section. The pipeline was not positioned in a bend. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a saccular, unruptured right c7 aneurysm with a max diameter of 8.2 mm and a 5 mm neck diameter. The landing zone was 4.5 mm distal and 4.8 mm proximal. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was the contrast agent was retained significantly in the aneurysm after the operation, and the operation was successful. Ancillary devices include a cordis 8f sheath, phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no similar events occurred within a year before this event, so the cause of the event was unknown.

Manufacturer narrative:
Product analysis #(B)(4):equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device was returned for analysis inside a dispenser coil, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found intact, with no signs of damage. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was found to be stretched. The braid¿s distal and proximal ends were open and frayed, while the braid¿s middle part was fully open with no damage. The pusher wire was kinked at ~114.5cm to ~116.0cm from the proximal end of the pusher wire. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report was confirmed, as the braid¿s distal end was tapered and frayed, while the proximal end was open and frayed on the returned pipeline flex device. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer stated that the vessel tortuosity was moderate, and the pipeline was not positioned in a bend, ruling out vessel tortuosity and deployment of the braid as potential causes. Therefore, a damaged braid could have contributed to the failure to open. In this event, a damaged braid could have contributed to the failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying or re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. In add ition, the damage seen on the braid (fraying), hypotube (stretched), and pusher wire (kinked) suggests that high force was likely used. The damage likely occurred when the customer attempted to advance or retrieve the pipeline flex device through the reported phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.